Event description:
It was reported that a model 2700tfx 29mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 6 months due to severe stenosis. The patient presented with dyspnea, fatigue, and syncope. A 9755rsl 26mm transcatheter valve was implanted successfully. Per medical records, patient was admitted for septic discitis with compressive neuritis. Tee was performed to assess for endocarditis but was negative for vegetations, however, severe stenosis was noted.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. The most likely root cause is patient factors, including diabetes mellitus. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.